Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Customer stated that the introducer needle was hard to remove. Customer reported the introducer needle was no longer in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will not be returned for analysis.